Manufacturer narrative:
Veeva case: (B)(4).

Event description:
The denture adhesive is not on the dentures, it is stuck on our throat [medication stuck in throat] . The more denture adhesive you use, the more you eat, we keep eating your denture adhesive [accidental device ingestion] . Spit out phlegm, but I have too much phlegm [sputum increased] . It feels very uncomfortable when it comes out. It is very uncomfortable to touch the tongue all the time [oral discomfort] . We don't feel the taste of food when we eat [loss of taste]. I have to stick it twice a day [device used for unapproved schedule] . You said that your denture adhesive can last for 12 hours, but that is impossible [product complaint]. Case description: on 2024-09-25 a spontaneous case was reported in taiwan (province of china) by a patient via call center representative (phone). On 2024-09-27 new information was received for this case. The report concerns a male consumer. The consumer received polident flavor free (carna+polma cream) frequency twice a day, lot number ya9u for indication denture wearer. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident flavor free, the consumer experienced medically significant serious events: the denture adhesive is not on the dentures, it is stuck on our throat (preferred term: foreign body in throat) and the more denture adhesive you use, the more you eat, we keep eating your denture adhesive (preferred term: accidental device ingestion), non-serious events: spit out phlegm, but I have too much phlegm (preferred term: sputum increased), it feels very uncomfortable when it comes out. It is very uncomfortable to touch the tongue all the time (preferred term: oral discomfort), we don't feel the taste of food when we eat (preferred term: ageusia), I have to stick it twice a day (preferred term: device use issue) and you said that your denture adhesive can last for 12 hours, but that is impossible (preferred term: product complaint). The outcome of the events foreign body in throat, accidental device ingestion, sputum increased, oral discomfort, ageusia, device use issue and product complaint were unknown. No medical history was reported. No drug history was reported. The action taken were: for polident flavor free was unknown with dechallenge as unknown and rechallenge as not applicable. The causality assessment of all the events was not reported/ not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. This case was associated with a product complaint. The reporter provided the following comment: "I want to complain to you about your polident denture adhesive cream. I want to say that your advertisement is not true. Your adhesive cream is not thick enough, but it can be used. However, when polident is applied, the polident on the whole tooth goes into the mouth and sticks to the phlegm. I have to spit out phlegm all the time, which makes people think that this person is very dirty. Your denture adhesive should be thicker. You said that your denture adhesive can last for 12 hours, but that is impossible. The more denture adhesive you use, the more you eat. I wanted to tell you a long time ago, but I really couldn't stand it. If it is not applied to the denture, it will not stick. If it is applied, it will go into our tummy. We don't know whether it will make us sick. We keep eating your denture adhesive. Will it be a problem if we eat it for a long time? When we apply it, if we apply it to the side, stick it down and bite it, it will come out. It feels very uncomfortable when it comes out. It is very uncomfortable to touch the tongue all the time. My response is that you should make it thicker. I didn't want to call you to complain, but without adhesive, my dentures won't get stuck, and I will keep eating it and spitting phlegm when I use denture adhesive. So far, I haven't felt any discomfort or unwell, but I have too much phlegm, which keeps getting stuck and I can't spit it out. When it keeps getting stuck, I will use a toothbrush because my throat is more sensitive, so I will use that brush to brush it out, but it's also very uncomfortable when I brush it. For example, your denture adhesive sticks to it, and when we eat, it seems that there is no taste. We don't feel the taste of food when we eat, but the taste of the non-stick denture adhesive comes out again. It sticks to the teeth, but it won't stick for a long time if you keep eating. I have to stick it twice a day, and I have to wash it after about two or three o'clock in the afternoon and stick it back. After the dentures are pulled out, the denture adhesive is not on the dentures, it is stuck on our throat, that is, you have to use a toothbrush to brush it off. The whole set on the top is fake, and there are real teeth on the bottom. I hope that the ones I buy in the future will not be like this one now, and I hope it will be stickier.". On 2024-09-27, the following update has been provided - follow up information was received from quality assurance (qa) department on 2024-09-27 regarding product quality complaint 06721236 for lot number ya9u. Additional information received from reporter: "purchase channel: pharmacy, consumer age: unknown". Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. All of the documentation pertinent to a specific lot of finished products is contained in a 'batch envelope'. Prior to the disposition of the product, the contents of each batch envelope are reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the related hsi with an ae, could I kindly request that further information is requested from the complainant. Should the complaint sample or lot details become available the case will be reopened. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as (B)(4). Follow up information was received from quality assurance (qa) department on 2024-09-27 regarding product quality complaint (B)(4) for lot number ya9u. Investigation evaluation: no sample was returned for this complaint so a full investigation could not be completed. The batch number provided is also invalid. On this basis we are unable to investigate this complaint further all of the documentation pertinent to a specific lot of finished products is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there was no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the related hsi with an ae, could I kindly request that further information is requested from the complainant. Should the complaint sample or lot details become available the case will be reopened. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as (B)(4). The event [?]accidental ingestion of product' changed to serious event [?]accidental device ingestion' with serious criteria 'other medically important condition'. Event of [?]medication stuck in throat' was added for verbatim [?]the denture adhesive is not on the dentures, it is stuck on our throat'. The event of [?]product adhesion insufficient' was deleted. Fu1 and fu2 were processed together.